Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, the system fault light was on indicating that the ground pad was not working properly. A non-bsc generator was used and the ground pad gave a green light so the procedure was completed using this non-bsc generator. There were no patient complications and the condition of the patient after the procedure was reported to be ¿unaffected.¿